Manufacturer narrative:
During inflation, the balloon ruptured above rbp. Recurrence of this malfunction could result in an embolism, flow limiting dissection, or perforation. No patient injury reported.  Cross reference MFR report number: 3005462046-2020-00025. The angiosculpt device was returned for evaluation. Visual inspection found an inverted balloon at the distal end and the distal bond was damaged with 2 leaflets lifted, but remained intact to the device. During functional testing, using an indeflator filled with warm water, the balloon was pressurized at less than 2 atm and a pinhole leak was observed in the center of the balloon. The angiosculpt device was used off-label. The IFU warns to not exceed the rated burst pressure as indicated on the product label. In addition, an undersized guide catheter (4f) was used. The product label indicates the angiosculpt device is compatible with a 6f guide catheter.

Event description:
The angiosculpt device was used in a severely calcified distal sfa. During the second or third inflation, the balloon ruptured at 16 atm (rbp is 14 atm). The procedure was completed with a competitor device. No patient injury reported.